Event description:
According to the reporter, the end of the device was broken during the time the surgeon inserted the trocar. The parts broken were taken out of the patient. The surgeon continued the procedure without a problem.